Event description:
A customer reported that the valved trocars leaked during a procedure. The patient experienced a retinal detachment, loosened zonules and vitreous prolapse. Trocar plugs were used to stop the vitreous flow from the trocars. It took extra time to remove the vitreous and close the case. The vision of the patient is of no problem after completing the surgery for the retinal detachment.

Manufacturer narrative:
Three opened 23 gauge (ga) trocar cannula/hub assemblies in a zip top bag were received for the report of trocar leaking, retinal detachment, loosened zonules and vitreous prolapse. All three trocar samples were visually inspected and found to be non-conforming for the septum's that were not closed completely (overlapping). The three trocar samples were functionally leak tested and were found to be conforming. The product was processed and released according to the product¿s acceptance criteria. The returned samples were found to be functionally conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocars were manufactured to specifications. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, trocar plugs were used to stop the vitreous flow from the trocars. It took extra time to remove the vitreous, and close the case. The vision of the patient is of no problem, after completing the surgery for the retinal detachment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars leaked during a procedure. The patient experienced a retinal detachment, loosened zonules and vitreous prolapse. It took extra time to remove the vitreous and close the case. The current condition of the patient is unknown.